Manufacturer narrative:
(B)(4). One used lf1637 was received for evaluation. The returned sample met specification as received by covidien. A review of the lot number reported in cts indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found no defects. However, there was tissue between the jaws. The customer reported that the jaws of the devices were sticking and tearing the tissue. The reported condition was confirmed. The device was received with tissue in the jaws. The jaws opened when slight forward pressure was applied to the handle. Afterwards, they opened and closed normally using the handle. The device was plugged into the generator and was recognized. The device was tested for activation on simulated tissue with end tones, indicating completed seal cycles. To minimize tissue sticking keep the jaws of the instrument clean at all times; clean the instrument more often when working in a bloody field; if consistent sticking is encountered, reduce the bar setting; do not re-use or reprocess the device, as this can damage the surface of the jaws and lead to improper performance. The investigation found the device to function normally and within specifications after cleaning. The IFU recommends cleaning the jaws with a piece of wet gauze often to help minimize tissue build up between the jaws. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). Date of initial report : 04/02/2015. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device was sticking and tearing the tissue. The tissue was mostly uterine or round ligaments. There was minimal tearing of the tissue. There was no tissue damage, and bleeding was minimal. ((B)(4) for the 2nd device.)